Event description:
The following clarification was provided through follow-up. Contrary to the initial report, the surgeon was able to visualize the stent implanted in the patient¿s eye during further examination.

Manufacturer narrative:
Based on the clarification received, glaukos no longer considers this report as a reportable event.

Manufacturer narrative:
Additional information: date was indicated as the malpositioned stent could not be located. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon was unable to implant one (1) of the two (2) stents from a trabecular micro bypass stent system. Per report, the stent was innadvertely lost (malpositioned) in the eye, and the surgeon was unable to visualize the lost stent intraoperatively. It was unclear if the attempt to remove the lost stent was successful. There was no report of adverse event such as discomfort or increased iop. The surgeon was exploring methods to monitor the patient. Additional information has been requested.